Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display ramping anomaly was noted. The insulin pump was received with a cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratches on the display window.

Event description:
Customer reported the screen on insulin pump kept scrolling. Customer's blood glucose was 228 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.